Event description:
Customer reported that the insulin pump's reservoir compartment was cracked and one of the o-rings was missing. Customer also reported waking up with a blood glucose level of 404 mg/dl earlier in the day of the call. Blood glucose level was 379 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.